Event description:
According to the distributor's report, the device was used to close a hernia repair incision on a pt. The physician did not use subcutaneous sutures, and did not allow the adhesive to dry between layers. The pt was sent home without instructions on wound care. Two to three days later, the pt returned due to dehiscence. Local anesthesia was administered and the incision was closed with sutures. In follow-up investigation, it was reported that the pt had soaked the incision during bathing. The pt is reported as fine.